Event description:
Dr (B)(6) had trouble getting the cypass stent in. I woke up during the surgery due to strong pain. He told me later that the device kept slipping over the channel and that I had small channel. I don't know how many times he tried to jam it into the channel. The lens was displaced while jamming the stent in. My vision was blurry hazy. Three days after the surgery I blew my nose and that left eye erupted in pain and became even more blurry. Now 2 months I am still blurry and hazy. Multiple starbursts, eye pain. "Low I o p 6 or below." Being referred to a glaucoma specialist. One week after the placement, they took the drain off the market.